Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native american female patient underwent a breast augmentation primary with a smooth mentor memorygel breast implant (425cc on left and 375cc on right) and experienced postoperative unexplained systemic symptoms, including abdominal pain, chest pain, high markers for auto immune, septic shock, lost most of her molars, and lost a lot of weight. She also reported that the left implant has lost its shape and has visible ripples. Patient consulted with her obgyn and implant degradation was suspected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.